Manufacturer narrative:
Concomitant products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information received from the patient via the manufacturer's representative reported that they were not feeling stimulation from the ir implantable neurostimulator (ins) in the correct area. It was unsure what led to the event. It was noted by the representative that, at implant, the patient felt stimulation bilaterally. The representative met with the patient the following day to help turn on the stimulation where the patient indicated that they never had felt stimulation on the right side (at or since implant of the device). It was noted that the patient had a "bad fall" and they thought that is why they were not feeling the stimulation on the right side. Impedance testing showed all within normal limits. Images were taken and it was reported that everything looked the same as at implant. It was noted that the device had only been used 1% of the time by the patient because they did not feel the stimulation on the right side. Reprogramming was attempted up and down both leads, including "cross talking" the leads, but the patient still felt nothing on the right side. The patient was set up with a high density (hd) group to see if that helped with the bilateral pain. Additional information received by the manufacturer's representative on (B)(6) 2015 reported confirmed that the patient fell (believed by doctor as to what led to the event issue) and lost stimulation coverage. Reprogramming of the ins was performed on (B)(6) and (B)(6) 2015. A revision of the lead components was then performed on (B)(6) 2015. It was reported that the patient received good coverage while in the or. The issue was considered resolved at the time of this report. The patient status was reported as "alive - no injury." The indication for use of the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent. It was noted that the patient had 2 leads present during the event. See manufacturer's report # 2649622-2016-00010 for concomitant lead information.